Event description:
During the initial implant procedure, the helix would no longer extend on the right atrial (ra) lead. The new lead was implanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one-piece. Visual examination found the helix retracted and clogged with blood and tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. The cause of the reported events was isolated to the helix being clogged with blood and tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were noted.